Manufacturer narrative:
Investigation results: a dye test was performed and confirmed a breach in product sterility. Based on these findings, MFR has determined the need to expand the current recall for ultrapower burs and e9000 burs.

Event description:
During an internal stock audit, the packaging for this sterile bur was found to have a foldover in the seal. Further investigation noted a breach in the sterility of the product.